Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Evaluation of the ventilator diagnostic log by the manufacturer's service technician noted a power fail occurrence. The service technician did not duplicate a vent inop occurrence. The service technician replaced the power supply to complete the repair. Extended self testing (est) and performance verification testing was completed and passed to operating specifications.